Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number. Device not returned.

Event description:
It was reported the system is turning off when it's not plugged in (as if it has run out of battery) and doesn't turn on until it is plugged in. This has reportedly happened with the battery displayed at >80%.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of abrupt shutdown was confirmed. The scanner was charged to 100%, when the ac adaptor was removed the scanner ran on battery power for approximately 20 minutes. The root cause of the battery problem is an internal failure in the lithium-ion battery. No other functionality issues with the equipment were found during evaluation/servicing. The device will be serviced, tested, and returned to the customer. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
It was reported the system is turning off when it's not plugged in (as if it has run out of battery) and doesn't turn on until it is plugged in. This has reportedly happened with the battery displayed at >80%.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of abrupt shutdown was confirmed. The scanner was charged to 100%, when the ac adaptor was removed the scanner ran on battery power for approximately 20 minutes. The root cause of the battery problem is an internal failure in the lithium-ion battery. No other functionality issues with the equipment were found during evaluation/servicing. The device will be serviced, tested, and returned to the customer. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
It was reported the system is turning off when it's not plugged in (as if it has run out of battery) and doesn't turn on until it is plugged in. This has reportedly happened with the battery displayed at >80%.